Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the recall and has tested consistent with the recall.

Event description:
It was reported that the device was at elective replacement indicator and had a shorter battery longevity then expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.